Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer states they are unable to exit the "preparing to prime" loop. Customer reported that the force sensor does not detect the reservoir. Customer also reported that the insulin pump alarmed motor error during prime. On (B)(6), 2015, customer reported that she was experiencing low blood glucose levels. Customer stated that she was convulsing, but refused to go to the hospital. Customer stated that the ambulance came and treated her low blood glucose levels. Customer stated that she received too much insulin. Customer's blood glucose reading was 27 mg/dl. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test and basic occlusion test due to moisture damage to the force sensor resistor. Moisture damage was also noted on the motor assembly. The functional testing could not be completed due to this anomaly. The drive support disk was inspected and no anomaly was noted. A cracked reservoir tube lip, broken belt clip slot, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.